Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by clips not functioning? Does this also mean clips scissored? Clips were coming out crossed/scissored, that is clips not functioning. Does clips not functioning mean that clips were also malformed? Yes malformed clips or does clips not functioning mean clips would not hold after being applied? No clips unable to be applied.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed one clip as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor reported that the clips were scissoring. Clips not functioning. Case completed with another device of the same product code. There were no patient consequences reported.